Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
Approximately 5-6 weeks after initial rns system implant the patient presented with a bulging/protruding incision site, the incision site had separated and was draining. Treatment: (B)(6) 2021 - wound was reopened and irrigated with antibiotics, cultures were taken. (B)(6) 2022 - additional scalp sutures/revision performed. (B)(6) 2022 - admitted for antibiotics. (B)(6) 2022 - rns neurostimulator and leads were explanted. Over the course of treatment the patient was administered oral antibiotics and intravenous antibiotics through a PICC line for 6 weeks. Diagnosed as a deep incisional infection. The treating center also reported dehiscence, impaired healing, infection and protrusion. The patient's infection has reportedly resolved and the patient is scheduled for re-implant on (B)(6) 2022.